Manufacturer narrative:
The hillrom technician found the communication board and jumper cable needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication board and jumper cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed exit was set but when the patient exited the bed it alarmed but did not notify the nurse call station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).